Manufacturer narrative:
A medtronic representative reported that the site experienced some trouble with the imaging system. The construct was large, so the site planned to do 2 spins. The first spin was completed normally and they were able to navigate that portion of the case as planned. The imaging system was brought in for a second spin which started normally but then stopped mid way through. The medtronic representative was standing right next to the radiologic technologist (rt) and confirmed that the rt did not release the hand switch button at any point. The imaging system began to process the images, but then gave an error saying that image acquisition had been interrupted. The imaging system did not automatically push these images to the stealth. The medtronic representative tried to manually push the images to the stealth. The images transferred but the image quality was very poor/dark/unusable. The site moved the imaging system in to try spinning again. This time it did a whole spin and transferred images to the stealth normally but the image quality was still not as good as normal. The images were, however, usable so the site chose to continue navigating the surgery with the images as is. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. An onsite inspection was scheduled for a later date. During the onsite inspection, the medtronic representative reported that the issue was not able to be reproduced. The system's logs were sent to the manufacturer for analysis. A successful system checkout was performed which verified that the issue had been resolved. The system's logs were analyzed in a software investigation where it was reported that the logs did not describe any error related with the complaint. The logs did confirm that the switch was released in the middle of the 3d scan. Due to this, it was concluded that the issue was caused by user error. This event was identified during a retrospective review as discussed with the (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the site experienced some trouble with the imaging system. The construct was large, so the site planned to do 2 spins. The first spin was completed normally and they were able to navigate that portion of the case as planned. The imaging system was brought in for a second spin which started normally but then stopped mid way through. The medtronic representative was standing right next to the radiologic technologist (rt) and confirmed that the rt did not release the hand switch button at any point. The imaging system began to process the images, but then gave an error saying that image acquisition had been interrupted. The imaging system did not automatically push these images to the stealth. The medtronic representative tried to manually push the images to the stealth. The images transferred but the image quality was very poor/dark/unusable. The site moved the imaging system in to try spinning again. This time it did a whole spin and transferred images to the stealth normally but the image quality was still not as good as normal. The images were, however, usable so the site chose to continue navigating the surgery with the images as is. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. An onsite inspection was scheduled for a later date.